Event description:
On (B)(6) 2020 an amplatzer pfo occluder was selected for a procedure. After a successful implant, a pericardial effusion was notice. The effusion was noticed during procedure after detaching the delivery cable. The physician performed a pericardial puncture to treat the pericardial effusion.

Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information sections: b5, h2, h6, h10.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
After successful implant of a 9-pfo-025 with lot 7365024 a pericardial effusion has been noticed. A pericardial punction was performed.